Event description:
A bolus of saline was hooked up to a patient to gravity. A pct [patient care technician] noticed there was fluid coming out of the IV tubing. When rn went to investigate, they noticed that there was fluid coming out at a very fast rate from the middle port of the IV tubing. Nothing appeared to be loose or damaged.